Event description:
Reporter states that the device was placed in the base where some liquid had pooled. States that the connectors melted on the device. There was no harm reported. Requested return of suspect device and sent replacement.